Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that "once the guide was inserted, the anesthesiologist felt a roughness when he was advancing it. He then decided to withdraw the needle, but the doctor felt a resistance to the withdrawal, as did the guide, so he withdrew the needle and the guide at the same time. The patient experienced severe pain during this removal but fortunately no clinical consequences. When the guide was removed, it was stretched and distended in places (a "telephone cord" structure that was very close and rigid)."

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "once the guide was inserted, the anesthesiologist felt a roughness when he was advancing it. He then decided to withdraw the needle, but the doctor felt a resistance to the withdrawal, as did the guide, so he withdrew the needle and the guide at the same time. The patient experienced severe pain during this removal but fortunately no clinical consequences. When the guide was removed, it was stretched and distended in places (a "telephone cord" structure that was very close and rigid)."